Manufacturer narrative:
The medwatch was received with a patient name but no contact information. Therefore, it can not be confirmed that the patient was treated on a neurostar device nor could a thorough investigation be performed.

Event description:
Neuronetics received a medwatch (mw5161005) from FDA on november 14, 2024, regarding a patient that alleges she experienced short term memory issues, brain fog, irritability, sound sensitivity, and anomic aphasia after receiving 57 tms treatments.